Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Sensor plug was properly seated in the mount. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination) and the sensor was observed to have terminated off of the user's body. Unable to reprogram sensor. The sensor was de-cased and swollen battery ,corrosion on the pcba and broken battery holder was observed. An extended investigation was also performed on the returned sensor. Observed returned sensor had been damaged during de-casing due to observing damaged battery housing and damage to the battery consistent with de-casing damage. Visual inspection was performed and corrosion was observed on pcba(printed circuit board assembly). Attempted to reprogram and activate sensor. Sensor was unable to be activated due to corrosion. Adc was therefore unable to perform further testing related to the high readings issue reported by the customer. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.